Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There were no allegations against the longevity of the device; however, initial longevity calculations upon receipt at guidant's reliability assurance laboratory indicated that this device did not meet longevity expectations.